Event description:
The customer reported the generation of erroneously low patient results for multiple analytes with quality control issues on their dxc 700 au clinical chemistry analyzer. The customer did not specify the analytes affected. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as a defective sample liquid surface detection board which was causing aspiration issues. The fse replaced the sample liquid surface detection board to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).